Event description:
It was reported that during implant procedure and after connecting this implantable device to the right ventricular (rv) lead, the wireless connection was lost. The device was attempted to reconnect by using the wand, however, it was not possible to re-establish the connection and complete the tests. Subsequently, this device was removed prior to pocket closure and another device was implanted to complete the procedure. The product is expected to be returned for analysis. No additional adverse patient effects. Additional information provided indicates that upon connecting the rv lead, the programmer screen froze and showed a communication error. The field representative moved closer to the patient head to try and improve the communication, it was also attempted to modify the pacemaker programming and using the wand over the pacemaker, however, these troubleshooting steps seemed to not have the desired effect and the communication was not able to be re-established. The procedure was completed by using a different device. Reportedly, after the procedure was completed, the field representative attempted to reconnect to the pacemaker that was not able to establish communication and it performed appropriately. No additional adverse patient effects. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing, sensing and recording functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately and was able to communicate with a programmer, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of difficult to interrogate/telemetry (wand).

Event description:
It was reported that during implant procedure and after connecting this implantable device to the right ventricular (rv) lead, the wireless connection was lost. The device was attempted to reconnect by using the wand, however, it was not possible to re-establish the connection and complete the tests. Subsequently, this device was removed prior to pocket closure and another device was implanted to complete the procedure. The product is expected to be returned for analysis. No additional adverse patient effects. Additional information provided indicates that upon connecting the rv lead, the programmer screen froze and showed a communication error. The field representative moved closer to the patient head to try and improve the communication, it was also attempted to modify the pacemaker programming and using the wand over the pacemaker, however, these troubleshooting steps seemed to not have the desired effect and the communication was not able to be re-established. The procedure was completed by using a different device. Reportedly, after the procedure was completed, the field representative attempted to reconnect to the pacemaker that was not able to establish communication and it performed appropriately. No additional adverse patient effects. The device was returned for analysis.